Event description:
It was reported that the patient had a groshong catheter implanted on (B)(6) 2022. On (B)(6)2022, the extension tube was damaged during treatment at the patient's home. The catheter connector was removed and another catheter connector was attached to the catheter. There was no reported patient injury.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a broken extension tube is confirmed. One piece of a 4 fr proximal groshong nxt connector piece was returned for evaluation. An initial visual observation showed only the suture wings, locking arms, and cannula of the proximal connector piece were returned. The majority of the extension tubing of the connector piece was found to be broken off and missing with only a small piece of the extension tubing remaining within the returned segment. A microscopic observation revealed the break site of the extension tubing was somewhat uneven, but mostly smooth with a slightly stepped and granular surface texture. The characteristics and location of the break in the returned sample suggest the catheter likely broke due to excessive tensile (pulling) force.

Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the patient had a groshong catheter implanted on (B)(6) 2022. On (B)(6) 2022, the extension tube was damaged during treatment at the patient's home. The catheter connector was removed and another catheter connector was attached to the catheter. There was no reported patient injury.